Event description:
Orvil tube disconnected from the anvil. Manufacturer response for covidien orvil, (brand not provided) (per site reporter) we had 4 orvil product failures in the span of one week (all with the same issue, 3 from the same lot number). The manufacturer will be picking these up next week to evaluate.